Manufacturer narrative:
One year following the initially reported observations, additional information was received stating that another red alert had been generated for this device post explant. Efforts to obtain additional details regarding this red alert were unsuccessful. Refer to report 2124215-2014-04874 for additional information regarding this event.

Event description:
Boston scientific received information that a red alert had been detected for this device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.